Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt condition and user error. Analysis: upon receipt at medtronic's quality laboratory, the valve was slightly distorted; oval shaped. All leaflets were stiff but flexible except where host tissue extended on the free margin and lunula of the non-coronary left and left right commissures. Tears and abrasions through the free margin and lunula of the left cusp appeared to display the same characteristics as tears due to contact with the bias cloth and/or long suture tails. Pannus remained attached to the top of the noncoronary left stent post extending over to the top of the commissure, partially covering the free margin and lunula of both cusps possibly restricting leaflet movement. Pannus extended along the outflow rail of the left cusp, to the left right stent post, partially covering the top of the commissure and free margins, possibly restricting leaflet movement. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition and bias wear/long suture tail effects are attributed to implant technique/user error.

Event description:
Medtronic received info that this bioprosthetic mitral valve, implanted 13 months, was explanted due to regurgitation. There were no adverse pt effects reported.